Manufacturer narrative:
The reported event that temporary plate fixator axsos 3 ti ao fitting was alleged of issue s-11 (breakage during surgery) could not be confirmed since the device was returned for evaluation and is conforming to specifications. Device inspection revealed the following: both the temporary plate fixator and the temporary plate fixator pin were received for inspection. The temporary plate fixator was found to be in a very good condition with minor scratches around its surface. Functional inspection was performed and temporary plate fixator was found to be fully functional. Based on investigation and available information, the root cause of the reported event could be attributed to user related issue. No problem in the temporary plate fixator was found, not even any mechanical issue. A review of the labeling did not indicate any abnormalities. Optech clearly instructs that the insertion of the temporary plate fixator pin must be done through the sleeve to prevent tissue damage, especially when used in a mipo approach. To help prevent thermal necrosis during the drilling stage, it is recommended that the temporary plate fixator pin is inserted by hand. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was treated by axsos and orif device for distal fracture of the femur. The plate is crimped to the bone with the plate fixator (#705019), the power tool drill penetrated the cortical bone by a low speed. But it was stopped due to the torque shortage of the power tool. Attempted to turn manually using the t handle #702430. The tip broke in the cortical bone (broken portion was about proximal 5 mm from tip). It was impossible to remove the broken tip of the drill from the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was treated by axsos and orif device for distal fracture of the femur. The plate is crimped to the bone with the plate fixator (#(B)(4)), the power tool drill penetrated the cortical bone by a low speed. But it was stopped due to the torque shortage of the power tool. Attempted to turn manually using the t handle #(B)(4). The tip broke in the cortical bone (broken portion was about proximal 5 mm from tip). It was impossible to remove the broken tip of the drill from the patient.